Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) had the home patient (hp) cycle power to the hc and after receiving a se 2367, the tsr advised the hp that therapy was being ended due to outside air. The hp stated that she did not become disconnected and all the bags looked okay and she had no problems during prime. The tsr advised the hp to start over with new supplies and to call the registered nurse (rn) to let her know what happened. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2011 and she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient's nurse on (B)(4) 2011 and she was aware of the patient having had that alarm. The patient had actually spoken to a fellow nurse of her's but she did know that since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.